Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address metallosis and polyethylene failure. Operative note reported bare bone on the femoral head and acetabulum with mark osteophytes on the acetabulum. Encountered a blackish synovial fluid, there was black tissue in the trochanteric bursa these were all remove. Synovium was blackened anteriorly. Superior fragment had fractured polyethene. Clinical visit reported pain, grinding with range of motion, depression, anxiety, sleep disorder and numbness. X-ray revealed had significant poly wear or possible fracture right hip. Alleged elevated metal ions however cobalt and chromium blood result shows below 7 ppb. In addition to what was previously reported in the medical records and after review the patient was revised to address grinding with any range of motion, numbness, depression, anxiety, sleep disorder, tenderness over the groin, limited range of motion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs alleges tissue damage, deep venous thrombosis, pulmonary embolism, antiphospholipid syndrome, chronic anticoagulation therapy, at risk for multitude of issues, falls, economic loss, pain and suffering. Patient had continued pain, limited movement, metallosis and tissue damage.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays were reviewed. Visual examination of the evidence noted that the femoral head was in direct contact with the acetabular cup, this is indicative of an implant disassociation. It is not unreasonable to conclude that the liner and the cup got disassociated due to a liner fracture, but without further photographs or the device, it cannot be confirmed. Worn allegation of the liner cannot be confirmed without photos of the explanted liner. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The pfs mentions: tissue damage, deep venous thrombosis, pulmonary embolism, antiphospholipid syndrome, need for chronic anticoagulation therapy, at risk for a multitude of issues including falls, two secondary revision surgeries to replace the faulty devices, extensive rehabilitation, economic loss, pain and suffering that began in 2011. The pfs mentioned continued pain and unable to lift right leg due to pain and limitations in movement of right hip due to metallosis and tissue damage. On (B)(6) 2010, patient had a left hip arthroplasty to address degenerative joint disease. Depuy components were implanted during this procedure. The patient had a discharge diagnosis of acute blood loss anemia, status post left total hip arthroplasty. Depuy products were placed during this procedure. On (B)(6) 2010, the patient had a right hip arthroplasty to address degenerative joint disease. Depuy components were used during this procedure. (B)(6) 2019 medical records note patient is returning for follow-up for right hip. Patient has had severe groin pain. Medical condition includes: phlebitis, pulmonary embolism. *no mention of when the pulmonary embolism occurred. On (B)(6) 2019, the patient had a partial revision right hip, acetabular component with femoral head exchange to address polyethylene failure, metallosis of the right hip. The surgeon reported finding areas of bare bone on the femoral head and acetabulum with marked osteophytes on the acetabulum. During the procedure the surgeon observed blackish synovial fluid, black tissue. The liner was noted to be loose in the cup and had fractured. The cup and stem were not revised. Femoral head removed without allegation of deficiency. On (B)(6) 2020, the patient had a partial revision of left hip, including femoral head and acetabular polyethylene, to address polyethylene failure. Prior to surgery the patient experienced pain in the left hip along with a sensation of grinding. Radiographs are reported to show a fractured polyethylene liner. During the procedure the surgeon observed black fluid, black tissue. The liner was disassociated from the shell and the femoral head was rubbing against the anterior of the acetabular cup. The liner/head were revised, the cup and stem remained in-situ. Depuy components were used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2020 medical records note the patient is experiencing some numbness and tingling down the right leg, along with right groin pain and weakness on (B)(6) 2021 medical records note patient has been having increased weakness of the iliopsoas muscle right hip, the patient is scheduled for an injection in the iliopsoasa muscle. (B)(6) 2021 the patient had iliopsoas tendon injection under fluoroscopic guidance to address right hip pain, iliopsoas bursitis, tendonitis. It should be noted that these events happened after the (B)(6) 2019 right hip revision captured on (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between cobalt-chromium head and liner causing elevated metal ions and particles in plaintiff blood, tissue and bone resulting to inflammation, mental and emotional injuries, pain and discomfort when ambulating. Doi: (B)(6) 2010; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.